Event description:
Customer stated an unexpected negative result was obtained with the 3-cell screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
The result image files were reviewed for previous testing performed in (B)(6) 2011. All 3 test wells resulted as negative; cell 2, which is e positive, visually appeared weak positive. No additional sample or product available for investigation. The customer was made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) 2009.